Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: shaver burr was breaking off in the patient's knee at the end of the surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. Inadequate window profile. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.